Event description:
It was reported that the customer had high blood glucose. Customer stated had 2 different infusion sets. Customer changed infusion set last night; her blood glucose in the morning was 490 mg/dl. Customer replaced infusion but the blood glucose was not decreasing, it was 478 mg/dl. Customer treated with pen. Troubleshooting was done. It was found in the alarm history that insulin pump alarmed no delivery. Performed high pressure test and test passed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)